Manufacturer narrative:
The unit has not been returned for in-person investigation. This investigation was performed based on the provided x-ray. An abnormal increase in the bone thickness is clear on the x-ray at the distal locking bolts and the nail¿s telescopic junction. Osteolysis at the nail¿s telescopic junction and cortical hypertrophy at the junction and the distal locking bolts have been confirmed.

Event description:
No additional information has been provided.

Event description:
Information was received that a patient developed osteolysis, periosteal reaction, and cortical hypertrophy in a segment lengthened in the right femur. Two months postoperatively, x-ray images showed periosteal reaction at the distal locking bolts. Ten months postoperatively, x-ray images showed osteolysis at the nail¿s telescopic junction and cortical hypertrophy at the junction and the distal locking bolts. Seven months after nail removal, x-ray images showed decreased osteolysis and cortical hypertrophy at the junction and the distal locking bolts. No additional information is available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1